Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the interbody remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Improper engagement of the instrument and expansion driver could have resulted in the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which an interbody was not implanted as intended. Surgery took place (B)(6) 2018.